Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The pressure tubing was also returned. A kink was found on the catheter tubing and inner lumen approximately 70.4cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and a leak was observed on the catheter tubing a the kinked location of 70.4cm. The penetration found in the catheter tubing appears to have been caused by a kink flexing back and forth that eventually penetrated the tubing causing the reported problem. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the pump stopped and generated an autofill failure alarm. There was no blood in the helium tubing and all connections were secure. The customer had tried the "fill" key several times without success. They were then advised to drop the augmentation control several bars and retry the fill key. Eventually they dropped the augmentation nearly halfway while trying to fill the iab but this was also unsuccessful. They were advised to consider log rolling, tilting the patient, and manipulating the sheath hub while pressing fill. It was also suggested to obtain a chest film to check iab location. They were unable to troubleshoot much due to the patient being prepped and draped for surgery. The patient was noted to be stable. The patient was coagulated and they were considering iab removal. A follow-up call was made and it was noted that the customer had successfully removed the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation - anesthesia tech .the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4). H3 other text : device not returned.